Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00521.

Event description:
Medtronic received information that a patient experienced a mild (transient ischemic attack (tia), with cerebral territory ischemia on computed tomography (CT) post flow diversion treatment with adjunctive coiling for an aneurysm located in the middle cerebral artery (mca). No treatment has been prescribed, but the event is considered ongoing and related to the index procedure, with no current relationship to any device. The patient was discharged from the index hospitalization 7 days later. It was further reported that the patient developed sudden onset left side weakness after being in ICU for an a hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.